Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have gone to the emergency room on december 06, 2015 with blood glucose around 400 mg/dl. Customer reported that prior to emergency room visit, blood glucose were 54 mg/dl, and days prior they were 187 mg/dll, 167 mg/dl 303 mg/dl, 190 mg/dl, and 295 mg/dl customer treated blood glucose with insulin pump and insulin pen. During troubleshooting, customer reported that insulin pump was not connected since it was taken off at the hospital. Troubleshooting for air bubbles or bent cannula could not be performed as customer discarded supplies at the hospital. Customer reported that the bolus wizard was not providing correct doses to bolus. Customer would call back to continue troubleshooting for high and low blood glucose.